Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the glassy or crystalized foreign material nor the root cause of it. The foreign material may not have been removed due to an imperfection of proper reprocessing caused by the error of endoscope reprocessor. The event can be detected/prevented by handling the device in accordance with the following instructions for use: instruction manual olympus gif type q165 operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual olympus gif type q165 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that when reprocessing the evis exera ii gastrointestinal videoscope, the washer reported high pressure and would not wash the scope. Reprocessing was unable to be completed due to the error on the washer. No material obstruction was noted by the customer. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material resembling glass or a crystallized material. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings , evaluation found the grip and scope cover were scratched, the air/water and suction cylinders were discolored, switch #4 was damaged, the air supply volume did not meet the standard value due to clogging of the nozzle and air/water tube, the bending section cover adhesive was cracked, the adhesives around the objective and light guide lenses was discolored, the coating of the universal cord was peeled. This event is under investigation. A supplemental report will be submitted upon receiving additional information.